Event description:
Pt experienced normal burn from radiofrequency nerve ablation grounding pad. Pt had radiofrequency nerve ablation procedure. When procedure was completed, the grounding pad for the unit was removed and 3 areas under the grounding pad were noted to have thermal burns. It was concluded the grounding pad shifted on the pt and potentially lost contact with the pt's skin allowing for the thermal burn. It was noted the machine does not have any type of alarm alerting operators. The grounding pad has lost contact to the pt's skin.